Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the unresponsive touch screen was due to a defective top case which houses the touch screen. The top case assembly was replaced to resolve the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.